Event description:
The customer reported to philips healthcare that during the cardiac surgery on a pt where the internal paddles were to provide shock direct to the heart, the heartstart xl+ did not charge at 20 joules and therefore would not shock. The procedure was completed with a second device. There was no reported negative impact to the pt.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.